Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29 -oct-2018 with the following findings: during investigation, the black box and alarm history showed evidence of ¿cs087¿ language file corruptions on 09/27/18. The returned battery cap is undamaged and able to fit. The pump was unable to adequately investigate the reported ¿cs alarm¿ complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The specific call service alarm allegedly emitted was not provided. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.